Event description:
Spontaneous. Cadd legacy sn (B)(4), due for maintenance on 05/09/20, malfunctioning. Pt was using this pump and it started to beep. Nurse began the process of changing pumps. Pump was changed with no issue. After it was switched out, the defective pump had no disposable clamp tubing error. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Device returned? Yes. Device replaced? Yes. Reported to (B)(6) by pt/caregiver.